Manufacturer narrative:
Additional information: section b7: relevant patient history; section h10: narrative text. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by proctor review. Per proctor review, 'the measurement on the transesophageal echo was 23mm which was a 26 valve and that tells us there is actually an underexpanion of the valve probably because of the reduced size of the initial valve that was placed'. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years post valve implant could not be determined, but may be related to the procedural events (underexpansion of valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
As reported, approximately 4 years post implant of a 26mm sapien 3 valve in a failing aortic surgical valve, the patient presented with increased gradients and shortness of breath (sob). At the time of the report, the patient was being considered for a repeat valve in valve (viv) procedure. No additional information is available at this time.